Event description:
It was reported that remote monitoring system had an alert for this right ventricular (rv) lead due to high out of range pacing impedances greater than 2000 ohms. There was also another observation of in-range spike in impedance a few months ago, and the values appeared more unsettled since then. No noise was seen in any of the stored episodes this year. The plan was to continue to monitor at this time. The system remains in-service, and no adverse patient effects were reported.

Event description:
It was reported that remote monitoring system had an alert for this right ventricular (rv) lead due to high out of range pacing impedances greater than 2000 ohms. There was also another observation of in-range spike in impedance a few months ago, and the values appeared more unsettled since then. No noise was seen in any of the stored episodes this year. The plan was to continue to monitor at this time. The system remains in-service, and no adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.